Event description:
Pharmacy was notified by infusion center, that patient that had been connected to elastomeric homepump device with a cstd equashield device earlier in the morning had returned because fluorouracil was leaking from the cstd. Picture indicated that fluid (fluorouracil) was leaking from the swivel mechanism of the cstd. FDA safety report ID# (B)(4).